Event description:
It was reported that the screw shaft of the device broke off while at the user facility. Attempts to obtain additional information are ongoing at this time and any additional information obtained will be communicated once available.

Event description:
It was reported that the screw shaft of the device broke off while at the user facility. Attempts to obtain additional information are ongoing at this time and any additional information obtained will be communicated once available.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that the screw shaft of the device broke off while at the user facility. Attempts to obtain additional information are ongoing at this time and any additional information obtained will be communicated once available.